Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced significant scrotal tenderness and discomfort, making it hard to pump it. The patient had the device inflated, but he can't deflate it. A surgical procedure was performed to remove the ipp. No additional patient complications were reported.